Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The lead is out. The patient was experiencing what felt like a shock or jolt from their spinal cord stimulator (scs). It was not constant, but it was bothersome. The patient kept their scs in use and were using two programs. One program was using only one electrode on the 8-15 lead. The electrode used was electrode 15. Impedances were checked. Electrode 14 was 4000 ohms and electrode 15 was 2070. The patient met with the rep who reprogrammed. No electrodes on the 8-15 lead are presently being used. All impedances on the 0-7 lead were within normal limits. The patient felt pain coverage and was comfortable with the new programming. They were no longer feeling the shock like sensation that they previously felt. The patient will be following up with the healthcare professional (hcp) to inquire about replacing the leads. They currently do not have an appointment scheduled but they will most likely be seeing them in late (B)(6) 2019. No were no applicable causes. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 12-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The lead is out. The patient was experiencing what felt like a shock or jolt from their spinal cord stimulator (scs). It was not constant, but it was bothersome. The patient kept their scs in use and were using two programs. One program was using only one electrode on the 8-15 lead. The electrode used was electrode 15. Impedances were checked. Electrode 14 was 4000 ohms and electrode 15 was 2070. The patient met with the rep who reprogrammed. No electrodes on the 8-15 lead are presently being used. All impedances on the 0-7 lead were within normal limits. No were no applicable causes. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.